Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Consumer stated that the right armrest on a fdx power chair has broken at the pivot point.